Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071388, UDI: (B)(4).

Event description:
It was reported that the patient had a possible lead fracture, however, leads looked good per imaging. No further information could be obtained despite good faith efforts.